Event description:
Reportedly, the pacemaker involved in this MDR report was implanted for replacement. The ventricular lead was unipolar (unk model). Interrogation one day after implant showed ventricular impedance >3000 ohms. It was reported that the ventricular lead can not be screwed in the ventricular channel, but no problem with the atrial lead inserter for test in the ventricular chanel. The device was finally explanted and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the u.s. Analysis is pending.